Manufacturer narrative:
Block h6: imdrf code a150208 captures the reportable event of needle shaft stuck.

Event description:
It was reported that an overstitch nxt was used in the stomach in and esg procedure on (B)(6) 2025. During the procedure, the needle got stuck in anchor exchange channel and could not be advanced forward or backward. No patient complications were reported as a result of the event. The procedure was completed with another overstitch nxt.